Manufacturer narrative:
Additional information was received noting that intraoperative awareness occurred on the patient during surgery. This was a low concentration anesthesia agent delivery. Patient said that she heard the clinician's voice during the anesthesia. Any physical harm or mental damage to the patient were not reported.

Manufacturer narrative:
A ge healthcare service representative performed a checkout of the equipment and a review of the logs. The mounting position of the flush valve cover and switch was adjusted.

Event description:
The hospital reported that, during a case, the flush button became stuck open. There was no reported patient injury.